Event description:
A report was received that the patient had significant amount of difficulty charging and holding a charge with the ipg. It was also noted that the there was an ipg migration and the patient had a scar consistent with the battery placement over the right iliac crest. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had significant amount of difficulty charging and holding a charge with the ipg. It was also noted that the there was an ipg migration and the patient had a scar consistent with the battery placement over the right iliac crest. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient had significant amount of difficulty charging and holding a charge with the ipg. It was also noted that the there was an ipg migration and the patient had a scar consistent with the battery placement over the right iliac crest. The patient will undergo an ipg replacement procedure.